Event description:
It was reported that the patient expired on the event date. The patient had been at the care center and was having episodes of "hypothermia" due to the air conditioning being so cold. When the daughter took the patient outside in the warm air, she seemed to "perk up". After determining this, the patient's daughter moved her to another care center. The patient had just recently called about her refill (which wasn't due until the following month). The daughter had reported that the patient was "fine". A niece was visiting her, had left the room for a short time and when she returned the patient had died. The cause of death was not reported.